Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. While an unspecified size promus element plus stent was attempted to be delivered inside the patient, the stent dislodged from the stent delivery system. The were unable to retrieve with the delivery system so the physician used a snare to successfully retrieve and remove the dislodged stent. No further patient complications were reported.